Event description:
It was reported that a physician's handheld device would not hold a charge. The handheld would only turn on when plugged into the wall and once unplugged, the device would turn off. The handheld was replaced and the old device was sent to the manufacturer for analysis. Evaluation of the device has not been completed at this time.